Event description:
A malfunction alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer's pump showed a malfunction on several occasions, but it started, charged, and was recognized by the computer during checks. The customer is awaiting a replacement pump while plans are in place to return the malfunctioning device for further examination.